Event description:
The customer reported to olympus, when using the otv-s300 video processor and ch-s200-xz-ea camera head combination for laparoscopic intestinal adhesion dissection, a sudden blackout occurred, followed by a sandstorm image. The device was replaced, and the procedure was completed. It was also reported the cds (cleaning, disinfection and sterilization) method used for the camera head was autoclave sterilization after primary cleaning. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Serial number is (B)(4). Related patient identifiers: (B)(6) (addresses model number ch-s200-xz-ea, serial number (B)(4), hd 3cmos autoclavable camera head) and (B)(6) (addresses model number otv-s300, serial number (B)(4), visera elite ii video system center). The field service engineer visited the site and carried out a cross-check to isolate the defective product. However, the defective product could not be identified. Therefore, both devices are expected to be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, there was a delay in the procedure for about fifteen minutes and the patient was under general anesthesia.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The following fields are updated: b5, h6 and h10. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, it is estimated that cracks occurred because the connector was dropped, resulted in water leakage from that part, and this caused temporary communication failure, temporary no image, and a sandstorm image. It is also possible that a sudden blackout occurred because the bowels were temporarily tensed during procedure. Based on the instructions for use, it is possible to prevent the phenomenon by following these instructions: "·do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.